Event description:
My lasik experience: after initial surgery in 1998, then enhancement in 1999, my vision in both eyes, uncorrected was 20/20. This was truly a miracle for those of us so dependent upon contacts and glasses. I remember disposing of all my old contact lenses and extra cases. No more lens cleaning, scrambling for glasses at night, occasional discomfort etc. This visual quality of life lasted 9 months. Then, gradually the sight in my right eye deteriorated to 20/100 by late 1999. I also noticed declining vision in my left eye, just to a lesser degree. My lasik process from the outset was being handled by both my local od and surgeons from the nearby medical school clinic. Neither could understand this change but both concluded that in early 2000, I should undergo a 2nd enhancement on both eyes. The outcome of this 2nd enhancement made no improvement and further thinned my cornea to less than 250m r and 275m l. Eventually, ectasia or keratectasia became the diagnosis and rgp lenses were prescribed. My average best corrected post lasik vision with a rose k rgp in the left eye is 20/25 and a boston scleral lens in the r is 20/40. Typically, I am able to wear my lenses with reasonable comfort up to 15 hours daily. Unsuccessful results: unsuccessful results as in my situation, tend to lead to various complications such as ectasia or keratectasia, dry eye problems, depth perception difficulties, and in general, intense disappointment. Most likely, the real reason for unsuccessful outcomes in the pre lasik screening and preparation process was not adequate and the surgeon was too aggressive in the degree of correction. Also, as is the case in all vocations, there are some physicians who are simply not qualified. Another contributing factor to complications after lasik surgery can occasionally be the result of obsolete or faulty calibrated equipment. Lastly, is the fact that fundamental mistakes are made even by the most qualified doctors. I believe and again emphasize that if attentive pre lasik screening is adhered to, reasonable margins for error are considered, and detailed checks and balances are built into the lasik process from beginning to end, complications as a result of lasik surgery can be significantly mitigated. When you get to the stage many of us are in, anger, frustration, and major disappointment is natural. We ask; why did this happen? What should I do? What will be the final result, i.e. Will I end up blind? Although still very difficult, I try to objectively negate or offset many of these disappointments and concerns by concentrating first by simply coping but secondly and most importantly, focusing on the prospects that better treatments for ectasia, kerataectasis, and keratoconus are being constantly developed and in the not too distant future, a long-term viable solution will emerge. Detailed history: 1998: preop exam, manifest r -7.00-1.75x030 20/20. L -6.75-2.25x162 20/20. On the following month: two week status post lasik. Visual acuity without correction 20/25 r and l. Manifest r -0.50 sphere 20/20. L -0.75 sphere 20/20. In 1999: three months status post lasik. Visual acuity with out correction 20/20 in the right eye, 20/25 on the left eye. Manifest r -1.00 sphere 20/20. L -0.25-0.75x130 20/20. On approx three months later: six months post lasik. Visual acuity with out correction 20/50 in the right eye, 20/25 on the left. Manifest r -1.00-0.25x010, l -0.25-0.75x140; 20/20 vision in both eyes. On approx six months later: visual acuity with out correction r 20/60, l 20/40. Manifest r -1.00 sphere. L -0.75-1.00x145, 20/20 acuity in each eye. In 2000: 24 hr post lasik enhancement. Visual acuity with out correction 20/20 in the right eye, 20/20-1 in the left eye. Manifest r plano-0.50x050 and 20/20 vision l -0.25 sphere 20/20. Two wks post lasik enhancement. Visual acuity 20/20- right and left eye. Manifest r plano-0.50x055, l-0.50 sphere 20/20 vision in both eyes. In 2000: three months post lasik enhancement. Visual acuity without correction 20/25 in the right eye, 20/20 in the left eye. Manifest r plano-0.75x055 20/20 vision and l plano-0.50x140 20/20 vision. On approx three months later: six months post lasik enhancement. Visual acuity without correction 20/30 in the right eye and 20/25 in the left eye. Manifest r -0.25-1.00x065 and l -0.25-0.50x130 20/20 vision in both eyes. In 2001: one yr post lasik enhancement. Visual acuity without correction 20/100 in the right eye and 20/50 in the left. Manifest r plano-3.50x086 and l-0.25-0.50x130 with 20/20 vision in both eyes. On the following month: preop for lasik enhancement #2. Visual acuity without correction 20/100 in the right eye and 20/32 in the left. Manifest r was -0.50-3.25x081 and l -0.25-0.50x 130 for 20/20-3 in the right eye and 20/20 in the left. On approx seven months later: visual acuity without correction was 20/100 in the right eye and 20/32 in the left. Manifest r -0.25-4.25x094 for 20/25 acuity and l -0.50-0.75x115 for 20/20. On sixteen days later: lasik enhancement #2. On the following month: two weeks post lasik enhancement #2. Visual acuity without correction. Was 20/50 in the right eye and 20/25 in the left. Manifest r plano -0.75 x 040 with a variable response for best corrected visual acuity of 20/50 and l plano -0.75x135 for 20/20. On approx three months later: three months post lasik enhancement #2. Visual acuity without correction was 20/50 in the right eye and 20/25 in the left. Manifest r -0.50x1.00x060 for 20/40 acuity and l pano-0.75x 135 for 20/25 visual acuity. Since the enhancement #2, continuous central pek worse in the right eye than the left. In 2002: five months post lasik enhancement #2. Visual acuity without correction was 20/100 in the right eye and 20/30 in the left. Manifest r -0.75- 2.75x35 for 20/20 visual acuity. Irregular steepening in the central cornea, mild pek, confirmed central comea ectasia. On the following month: contact lens fit od that achieved 20/25 vision. One and a half months later: change in visual acuity in the left eye. Manifest refraction l plano 1.75x 50. On four weeks later: initiated rgp fitting of the left eye with visual acuity of 20/20. Dates of use: 1998 -- 2001. Diagnosis or reason for use; lasik eye surgery. Event abated after use stopped or dose reduced? No.